Event description:
It was reported there was a cassette not attached properly error. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected the suspected device was returned for evaluation. Review of the event history log (ehl) showed cassette not attached properly alarm. The device was visually inspected and a buckled upstream occlusion seal and incorrect rear label were noted. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to out of calibration issue. As a result, the upstream occlusion seal and cassette pin seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.